Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
It was reported that the ventilator had no blower output. No air coming out from the unit. There was no patient involvement.

Manufacturer narrative:
G4:02mar2021. B4:13mar2021. The customer had troubleshot with technical support and was advised that the issue was with the blower. The customer requested the part number for the blower, fan guard, and fan mount. Multiple attempts were made to obtain information on the repair/service of the device that has been unsuccessful. If new information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.